Event description:
Loss of vision, tearing, red eye, worsening over period of 2-3 days. Attended with a dr who referred another dr at cornea consultants. Second dr examined eye within hours of report to first dr. His treatment is outlined in 6 pages of written reports. Included aggressive response: 3-4 injections of meds into eye socket on each of first 2 visits. Resulted in major swelling and discoloration of large area of face surrounding the eye. Prescribed 3 different meds by drops 1x each hour - 24 hours/day - for several days, then 1x every 2 hours for next 2 weeks. Resulted in gradual return of vision. Delayed final report due to sudden appearance of black spots in "spider web" type pattern in eye within months of last visit. Consulted specialist in california where I was working at that time. Saw a dr(third) who examined and took pictures of the eye. Pictures sent to retina vitreous association for further exam. Was told the condition would gradually clear up. However, this condition still exists. Dose or amount: by drops, frequency: 3-4 x day, route: ophthalmic. Dates of use: 2007. Diagnosis or reason for use: dry eyes. Event abated after use stopped or dose reduced: no.